Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead thresholds increased thirty minutes after being implanted. A fixed change to another location was made three times, but the same high threshold continued. When the rv lead was connected to the ipg, there was no capture at high outputs and thresholds remained high even with the pacing system analyzer (psa). A defect in the device was suspected, so a new ipg was opened and connected, but the rv pacing was only captured at high outputs again. Rv lead failure was suspected, so a new lead was opened and fixated to rv and when psa was measured, normal values were confirmed. The ipg system remains in use no patient complications have been reported as a result of this event.